Event description:
It was reported that during the procedure in the mesenteric superior artery, a 7x39x80 omnilink elite peripheral stent system was advanced without resistance into a non-abbott 6-french sheath via the left brachial access toward the lesion, then was withdrawn without resistance, when it was determined that the lesion was located further than previously anticipated. An omnilink elite 6x39x135 was then advanced with slight resistance, and reached the superior mesenteric artery, but was retracted before deployment when it was realized that the first omnilink elite 7x39x80 stent had dislodged inside of the anatomy, possibly during retraction into the sheath. While retracting the omnilink elite 6x39x135 into the sheath, that stent also dislodged, leaving both stents free-floating in the subclavian area. A 3mm unspecified balloon was advanced to attempt retrieval of the stents, but retrieval was unsuccessful. The stents attached to each other, and were allowed to travel to the right iliac artery. An attempt was made, again, to retrieve the stents with a non-abbott 7-french sheath and a snare, but no further attempts were made due to potential for damaging the artery wall. A puncture was made in the common femoral artery and an unspecified balloon was advanced via the common femoral artery to the right iliac artery to stop bleeding in the right iliac artery that was reportedly caused by withdrawal of the non-abbott 6-french sheath. Both stents were removed, attached to one another, in the operating room via a surgical incision made common femoral artery. Another unspecified 6x39x135 size stent successfully treated the target lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no adverse patient sequelae, however, there was a clinically significant delay in completing the procedure. No additional information was provided. Guide wire: terumo, sheath: 6 fr terumo, stent: 6.0x39x135 omnilink elite. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 6.0x39x135 omnilink elite is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported dislodged stent was confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.